Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned because it was causing worsening heart failure symptoms due to a more prolonged qrs complex. The physician determined that this was caused by poor positioning of the lead at implant. A new lv lead was successfully placed with an acceptable qrs complex. No additional adverse patient effects were reported.